Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced small bowel obstruction. He underwent a laparoscopy, laparotomy and small bowel resection on (B)(6) 2016. The small bowel was found to be inflamed, "with partial bowel obstruction and multiple adhesions which appeared acute and chronic." He had lysis of adhesions and mesh removal surgery on (B)(6) 2017. No additional information was provided.